Event description:
A nurse called zoll customer support to report that a (B)(6) female pt's electrode belt had damaged cables. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation cable connecting the distribution node to the rear therapy electrodes was severed. The root cause for the severed cable could not be positively identified but was likely physical abuse. No adverse event resulted from the severed cable. The pt received a replacement electrode belt.